Event description:
It was reported in a stage 1 removal of the patient¿s lead, the pocket was opened and the percutaneous extension was cut and removed from field. Then, on other side of the connection, the lead was cut and the incision was opened where the lead goes through the sacrum. It was stated the lead was pulled through the pocket to the site and upon doing this the healthcare provider noticed the lead looked fine right until past the two white markers and then an inch past that the plastic coating was removed and the wire was unraveled.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).